Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician reported that the device exhibited noise oversensing on the right atrial (ra) lead which caused the device to mode switch. The clinician contacted boston scientific technical services (ts) and ts discussed programming options. Additional information received indicates that the clinic plans to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that this device and competitor right atrial (ra) lead exhibited fluctuating pace impedance measurements (700-1600 ohms). Subsequently, the ra lead was explanted. During the revision procedure, a tug test indicated the ra lead was firmly in the device header. The physician suspects the fluctuating impedance and noise oversensing root cause was isolated to the ra lead. This device remains in service. No additional adverse patient effects were reported.